Event description:
It was reported the patient felt like she was being zapped every time she drove her (B)(6)convertible. The patient felt like she was literally buzzing to the max, though it did not hurt. It really drained down the implantable neurostimulator (ins) battery and the patient had to recharge. This only happened when she was the driver and not in the passenger seat. The car was loaded with ¿computer and what not,¿ had a huge ¿motherboard,¿ and ¿basically drove itself.¿ while driving, the patient sat right on top of the steering wheel because she was short and the car speakers were sitting right next to her ins at her hip level as her ins was located above her left hip. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient said that at one point, in 2015, they had to adjust the hz that the device ran at as they were on the same frequency as the helicopter radars and it was draining the battery and stuff. The patient stated that the issue resolved when they adjusted the hz measurement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.